Event description:
It was reported that a user of the ilet experienced elevated blood glucose readings for several days and questioned pump function after a morning meal when glucose remained high for more than 90 minutes despite using meal announcement; the user had recently changed supplies following procedure and reported no site issues, and an agent provided troubleshooting and education with a plan for additional training. Investigation included customer interview, troubleshooting, and user education. Further investigation of this case revealed no device malfunction identified and no reproducible failure based on user report. There was no user reported clinical symptoms associated with hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. It was concluded that the cause of hyperglycemia was unclear and that user training was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.